Manufacturer narrative:
Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2024. The patient's right eye had striae due to rubbing their eye. On (B)(6) 2024 patient's flap of right eye was refloated and re-positioned. No patient injury was reported. Preop uncorrected visual acuity (ucva) 20/40 post ucva 20/25 with manifest refraction (mr) of +0.50 -0.25 x035 20/20 on (B)(6) 2024.